Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical service to report they discovered a fluid leak during an unknown phase/cycle of their pd treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient is unsure where the leak came from. There were no alarms/warning prior to or after the leak. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical service to report they discovered a fluid leak during an unknown phase/cycle of their pd treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient is unsure where the leak came from. There were no alarms/warning prior to or after the leak. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.